Event description:
Product was implanted in 2003, it was removed in 2007 due to fluid on the joint area, from what the doctor believes to be a foreign body reaction.

Manufacturer narrative:
There was no reported problem with the product or how it was performing. It was removed due to an infection that could not be cleared up. No further complications have been reported. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.